Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the product involved with this complaint and completed the device evaluation. The universal surgical manipulator (usm) was returned for failure analysis and the reported problem (engagement issue & jaws continue to move when the gripping is completed) could not be replicated. The usm was tested on an in-house system and passed normal mode. No engagement issues or jaw movement after gripping were encountered. The system did not trigger errors 22020 but they were confirmed via error logs/system logs on dof's 6, 7, and 8. The usm was tested on an in-house system with a sureform 45 stapler, sureform 30 stapler, sureform 60 stapler, 0-degree camera, 30-degree camera, vessel sealer, bipolar forceps, multiple sterile adapters, and instruments with no engagement issues. The usm went through more testing on a pftp and passed direction tests, lissajous, cva characterization, sensors check sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The top plate and dof's 6, 7, & 8 rotors and gearboxes will be replaced as a precaution to the reported problem.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was facing an issue with the universal surgical manipulator (usm 4). The customer stated that the instrument, especially the jaws, continue to move while the surgeon has stopped closing the grips. This happened with 2 different instruments. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but could not find any relevant error. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue and replaced the usm. The system was tested and verified as ready for use. Isi has requested the usm involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and did not find any errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument jaws continued to move on the usm 4 while the surgeon had stopped closing the grips. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.